Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received and investigated. The reported sleeve steering issue and knob issue were not confirmed as the device performed as intended during testing. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and definitive causes for the reported sleeve steering issue and knob issue could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the clip delivery system sleeve steering issue. It was reported that during preparation of the clip delivery system (cds), the m-knob was turned to 1oclock; however, the sleeve deflected in the wrong direction. The knob was turned to 3oclock, but the abnormal deflection occurred again. The knob was turned again to 2oclock, but the sleeve continued to deflection in the wrong direction and the m/l knob would not turn back to neutral. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.